Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6151981.

Event description:
Related manufacturer report number:1627487-2024-00134. It was reported that the patient's left scs cervical lead migrated and fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's left lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient's left scs cervical lead migrated. Surgical intervention was undertaken wherein the patient's left lead was explanted, replaced, and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.